Manufacturer narrative:
Additional information was received on may 19, 2023. The devices are unknown saline. The devices were explanted without replacement on (B)(6) 2022. The patient experienced several unexplained systemic symptoms post procedure. The patient had pain and a weakened immune system. Additionally, there were black things floating inside the implants, and the left implant was dark in color. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unknown mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female patient who had unknown mentor implants placed had the devices explanted an on unknown date for an unknown reason post procedure. No additional event details are available at the time of this report. If additional event details are made available in the future, a supplemental report will be submitted. Common device name and procode are unknown, however, they are being populated for submissions purposes. See 1645337-2023-02999 for contralateral prosthesis report.